Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 447.050. Lot: 5313502. Product release: august 17, 2006. A manufacturing related potential cause was not suspected, therefore, per procedure, no manufacturing record evaluation is required. Visual inspection: the 2.0mm ti mlp adaption plate- mini 12 holes was received at customer quality, and it was observed that the plate was broken into 3 pieces. All three pieces were returned for investigation. The complaint of broken (2+ pieces) is confirmed. Dimensional inspection: the ø 2.4 of the plate proximal to the breakage was measured. Drawing: 2.0mm mlp adaption plate 12 hole, mini. Conclusion: the measuring result does show conformity. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Document/ specification review: the following document(s) were reviewed: 2.0mm mlp adaption plate 12 hole, mini a cursory inspection of the complaint file for the device that was found damaged does not point to a manufacturing issue. Therefore a DHR/mre is not required. Investigation conclusion: a definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. This complaint is confirmed however, no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique ,or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a titanium (ti) mini mandible locking plate (mlp) adaption plate was noted to be broken during reverse logistics audit of the returned devices at millstone. There was no patient involvement and no additional information is available. This report is for one (1) 2.0mm ti mlp adaption plate- mini 12 holes. This is report 1 of 1 for (B)(4).